Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation: review of the history device records was not possible as the lot number and was unknown. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the test for programming, leaks, occlusion, refux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due biological debris and protein buildup interfering with the valve mechanism, at the time of the investigation no occlusions issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a shunt malfunction. A certas valve was implanted in a patient with a primary disease of subarachnoid hemorrhage via a lumbar peritoneal shunt on (B)(6) 2020 with an unknown initial setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On the same day the shunt was placed on (B)(6) 2020, cerebral spinal fluid retention under the skin was observed. The patient was taken to the operating room and the valve was replaced to a new one.